Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: md placing line into patient right internal jugular vein. Placed line and able to aspirate blood from proximal and medial port, unable to aspirate from distal port. Line removed, tested by charge nurse out of patient and still unable to aspirate from distal port. No patient harm reported. A new catheter was placed on the left internal jugular. The patient's condition is reported as fine.

Event description:
The complaint is reported as: md placing line into patient right internal jugular vein. Placed line and able to aspirate blood from proximal and medial port, unable to aspirate from distal port. Line removed, tested by charge nurse out of patient and still unable to aspirate from distal port. No patient harm reported. A new catheter was placed on the left internal jugular. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter did not reveal any obvious defects or anomalies. The catheter length from the juncture hub to the distal end measured 168mm, which is within the specifications of 157-177mm per product drawing. The distal extension line outer diameter measured 0.08460", which is within the specifications of 0.084-0.088" per product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All three extension lines were flushed using a lab inventory 5cc syringe. Water was observed exiting the catheter body at the intended location for each extension line. No leaks or blockages were observed when flushing any of the lumens. A manual tug test confirmed all extension lines were secure to their respective luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of a blocked extension line could not be confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements; no blockages were observed in any of the extension lines. A device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.